Event description:
It was reported that the patients ipg was digging into the hips and was very painful. It was also noted that the patient had a history of lyme disease and believed that the implant procedure affected his lyme. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.